Manufacturer narrative:
Device was received by jjpi on 7/14/97 and forwarded to our UK facility for eval. Mfg records were reviewed and no discrepancies were found. A technical review was also performed by jjpi's hip r and d group. Post retrieval analysis revealed no abnormalities in dimension and were within mfg specifications. Technical review has provided analysis of radiographs and event leading to revision sugery, as follows. Dislocation of inner head from liner occurred after an attempt at closed reduction, but was secondary to initial failure mode which was a dislocation of outer bipolar head from acetabulum due to trauma (falling).this traumatic event can in itself influence performance of implant under closed reduction. Traumatic primary dislocation, acetabular anatomy as well as unknown joint laxity can increase probability of secondary dissociation of inner head from bipolar component under closed reduction attempts. In summary, total info available does not indicate that defective device was cause for primary dislocation of prosthesis. Dislocation cannot be attributed to a defective component, while secondary dissociation of femoral head from bipolar component necessitating revision hip surgery after primary dislocation may stem from impingement and excessive overload during closed reduction, and possibly to trauma which caused outer pole's intitial dislocation. Jjpi condisers this file to be closed.

Event description:
Pt fell dislocating implant, liner/shell assembly and hiphead disassociated during closed reduction. Revision surgery was necessary when closed reduction was unsuccessful. The following devices: cat# 85-1208, MDR #1219655-1997-00113, and cat# 85-3834, MDR # 1219655-1997-00114 are subject of the same jjpi internal reference #97r01489.